Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump dropped as they were trying to rewind the device. The customer stated that the insulin pump would not rewind after it was dropped. Furthermore, the customer claims that there was a closed circle on the screen of the insulin pump. The customer was assisted with a self-test in which the device passed. The customer was able to reset the insulin pump and began reprograming the settings. The customer was advised to monitor the insulin pump for any further issues. The customer did not return the product back for analysis.